Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family reported via phone call that the bolus was not recorded in daily history. The customer's blood glucose value was 341 mg/dl. Customer performed self test and negative findings for any faulty. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Device was programmed with multiple boluses and monitored. The boluses were delivered and recorded properly in daily history screen. No bolus anomaly was noted during testing. (B)(4).